Event description:
Coil stretched prior to use, the coil did not appear stretched within the packaging. The box or inner packaging was not damaged. No abnormity was found before opening the packaging. The coil stretched as the delivery sys was being removed from the loop. The delivery sys was attached to the dcs syringe when it was noted stretched coil.

Manufacturer narrative:
The prod has been returned for eval and testing; however, the engineering eval is not yet complete. Add'l info will be submitted within 30 days upon receipt.